Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty interface board. The insulin pump was received with a cracked case at the display window corners, reservoir tube lip and battery tube threads. The insulin pump was received with a minor scratched lcd window.

Event description:
It was reported the customer's insulin pump was completely shut down and that there was a tiny crack at the top right corner of the insulin pump. The customer's blood glucose was 218 mg/dl. Troubleshooting was done. The customer was unaware of how the damage occurred. Advised that a replacement insulin pump would be sent. Nothing further reported.